Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00450. It was reported that the patient was experiencing paresthesia in her hand, elbow, and sometimes neck. Reportedly, one of the patient's leads was exhibiting high impedances. Reprogramming was unable to resolve the issue. As a result, the physician explanted and replaced the patient's leads. During the procedure, it was discovered that the patient's other lead had migrated. Surgical intervention resolved the issue.